Event description:
Info received indicates that the infusion for 5- fu at a rate of 2.5 ml/hr was interrupted for one hour as described follows: the pump started at 5 pm and alarmed empty battery at 5:30 pm. New batteries were changed and same alarm went off again at 6 pm. The pump felt very hot. Pt has to make an extra clinic visit to have the pump switched out. The rate and dose are 2.5 ml/hr and 2745 mg per day for 2 days.

Manufacturer narrative:
Investigation found that the motor was burnt causing the motor gears to not rotate or stall. This caused the motor to draw high currents. As a result, empty battery alarms occurred. The motor was replaced to resolve the issue.